Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly.

Event description:
It was reported that the insulin pump had display issues. Customer's blood glucose value was 5.2mmol/l. Insulin pump will be returned for analysis.